Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the calcified left anterior descending artery. Pre-dilation was performed with a 3.0x20mm non-bsc balloon. Then the physician advanced a 3.0x38mm ion stent for treatment, but the stent could not cross the lesion. During removal, the stent caught on some calcium and the proximal edge of the stent flared. The procedure was successfully completed with two ion stents [3.0x20mm, 3.0x24mm] to cover the entire area. No patient complications occurred and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the calcified left anterior descending artery. Pre-dilation was performed with a 3.0x20mm non-bsc balloon. Then the physician advanced a 3.0x38mm ion stent for treatment, but the stent could not cross the lesion. During removal, the stent caught on some calcium and the proximal edge of the stent flared. The procedure was successfully completed with two ion stents [3.0x20mm, 3.0x24mm] to cover the entire area. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion mr stent delivery system. There was blood and contrast in the wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first proximal row of stent struts had two struts flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulty and the stent damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).